Manufacturer narrative:
Device evaluation: one used portal was returned with an attached catheter measuring 6 inches in length. Upon pressurization of less than 5 psi via water a leak was found in the catheter length. The leak is located approximately 3 inches from where it had been attached to the portal and is from a longitudinal slit measuring 3/8 inches in length. The physical characteristics of the slit and its location is consistent with having been exposed to first rib/clavicle compression syndrome as is described in the products IFU section ii warnings, 3rd bullet. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. Problem source was traced to user interface.

Manufacturer narrative:
D4, h4,h6: additional information received upon receipt of device at manufacturer's investigation site.

Event description:
Information was received indicating that a 7 cm leak occurred to a smiths medical deltec® port-a-cath®ii implantable access system. It was reported that the patient had been experiencing should pain. An x-ray was ordered and revealed a leak under the corresponding clavicle. The port was explanted and replaced. The physician reported that a hole is made next to the port enable to get the guidewire in for insertion. There were no further reported adverse patient effects.